Event description:
It was reported that during a recanalization procedure, the guidewire was allegedly unable to be inserted into catheter. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in device information has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in common device name and PMA/510k. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During visual evaluation, the catheter shaft was noted to have a tear below the marker band and distal tip. Material separation was also noted between the outer catheter and distal tip. No functional testing was performed due to the condition of the sample. Based on these findings, the investigation is confirmed for the identified material separation and material torn issue as the material separation was noted and catheter was noted to be torn. However, the investigation is inconclusive for the device-device incompatibility issue. A definitive root cause for the reported device-device incompatibility and identified material separation and material torn issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 05/2024